Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the trigger would stick causing the device to have run-on. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the trigger would stick causing the device to have run-on. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.